Event description:
On (B)(6) 2013 it was reported that the physician¿s programming system ¿has not been working right lately¿ and that it is ¿having communication issues¿ and that ¿no matter what he tried, he was not getting it to communicate¿. It was stated that the physician was not able to change the vns settings of a patient that had come into the office the day prior, on (B)(6) 2013. The patient had recently undergone a battery replacement within the last few months and the physician did not think the problem is with the generator, but rather with the programming system itself. It was reported that the handheld was not plugged into the wall at the time, there was no emi in their room, and all the cables and connections seemed to be intact and undamaged. She could not confirm if the wand was pressed firmly against the generator and could not confirm if the patient was wearing a thick layer of clothing. The wand battery was also confirmed to be working. It was later reported that the vns patient has not been seen again for interrogation as the physician only comes to the office every third month or so. At this time it is unknown if the failure to interrogate is due to the patient¿s generator or the programming system as the patient has not been seen for evaluation again and the programming system has not been returned to the manufacturer for product analysis to date.

Event description:
On (B)(6), 2013 it was reported that troubleshooting was performed on the physician¿s handheld and no problems were noted. The patient was scheduled for another appointment; however no further information has been received.